Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Motor error alarm occurred during bolus/basal. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Alarm occurred once in the last 30 days. Customer does not use the sensor feature on the pump. Customer was able to rewind the pump. Customer was advised to return the pump with the battery and to zero out the basal rates. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump passed the functional tests and no motor error alarm was noted. However, a slightly loose drive support disk was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).